Event description:
It was reported that patient was presented with a notifier, and non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made and issue was resolved. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.